Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The blood glucose value at the time of the event was 23.6 mmol/l. High blood glucose was treated with IV insulin drip (intravenous insulin infusion), and was hospitalized. Troubleshooting was not performed. It was verified that the customer was using the pump within 48 hours before the event and whether the auto mode feature was active at the time of the event. The customer received a post-reset ram crc alarm (pump error 23). The customer was able to clear the alarm(s) and was unable to rewind the pump. The customer reported an issue with the pump that led up to the complaint. The customer had an issue turning on the pump after replacing the battery. The customer had a ketones significant event leading to hospitalization. The reason for hospitalization was ketones. The customer was tested for ketones. The symptoms that the customer reported at the time of the hospitalization event were vomiting, and dehydration. No further patient complications were reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. The pump was monitored for several days, no unexpected battery power loss and blank display noted. The pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 12-sep-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 12-sep-2023 listed on smartsolve. Available dailytotalcollectionstarttime = (B)(6) 2023 23:07:17.000. Dailytotalofallinsulindelivered = 0.4. Dailytotalofbasalinsulindelivered = 0.4. Dailytotalofbolusinsulindelivered = 0. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Please see below for pump errors/alarms noted 1 week prior to the event date 12-sep-2023 in the formatted history file.  Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2023 03:50:57.000, (B)(6) 2023 03:58:27.000, and (B)(6) 2023 21:09:46.000. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:14:04.000. Pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:14:04.000 and (B)(6) 2023 21:14:30.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:14:47.000 and (B)(6) 2023 21:24:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 15:30:17.000 and (B)(6) 2023 15:30:28.000. Per r&d engineer: the pump generated pump error 61 (stuck key) at 9:09:46pm (B)(6) 2023 since the right key was pressed and held pressed for more than 3 min. The user did not clear the alarm and 10 minutes later the alarm was escalated to a siren. The user still did not clear the alarm and removed aa battery at 9:24:13pm. At 9:25pm the alarm was still in siren mode, and the backup battery did not survive within 10 min to initiate the safe shutdown, and pump lost power without safe shutdown causing loss of memory. And memory did not keep pointers for the traces and history causing pump to generate pump error 68 (trace check error), pump error 49 ( history pointers bad alert), and pump error 23 (post-reset ram crc alarm) the next restart. Pump error 6 (power loss alarm) was generated (B)(6) 2023 at 15:30 ( most likely at mdt facility) since the battery was removed at 3:19pm. Conclusion: in my opinion pump behaved as expected. Also pump error 23 could not cause high bg since it was generated on the pump restart. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the pcba 1. No corrosion or moisture damage found on the pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. Customer alleged for pump error 23 alarm, unexpected battery power loss and blank display were not confirmed. However, during visual inspection, slight corrosion was found on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. The pump was monitored for several days, no unexpected battery power loss and blank display noted. The pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 12-sep-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 12-sep-2023 listed on smart solve. Available daily total collection start time = on (B)(6) 2023 23:07:17.000. Daily total of all insulin delivered = 0.4. Daily total of basal insulin delivered = 0.4. Daily total of bolus insulin delivered = 0. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Please see below for pump errors/alarms noted 1 week prior to the event date 12-sep-2023 in the formatted history file.  Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2023 03:50:57.000. On (B)(6) 2023 03:58:27.000. On (B)(6) 2023 21:09:46.000. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:14:04.000. Pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:14:04.000. On (B)(6) 2023 21:14:30.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:14:47.000. On (B)(6) 2023 21:24:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 15:30:17.000. On (B)(6) 2023 15:30:28.000. Per r&d engineer: the pump generated pump error 61 (stuck key) at 9:09:46pm on (B)(6) 2023 since the right key was pressed and held pressed for more than 3 min. The user did not clear the alarm and 10 minutes later the alarm was escalated to a siren. The user still did not clear the alarm and removed aa battery at 9:24:13pm. At 9:25pm the alarm was still in siren mode, and the backup battery did not survive within 10 min to initiate the safe shutdown, and pump lost power without safe shutdown causing loss of memory. And memory did not keep pointers for the traces and history causing pump to generate pump error 68 (trace check error), pump error 49 ( history pointers bad alert), and pump error 23 (post-reset ram crc alarm) the next restart. Pump error 6 (power loss alarm) was generated on (B)(6) 2023 at 15:30 ( most likely at mdt facility) since the battery was removed at 3:19pm. Conclusion: in my opinion pump behaved as expected. Also pump error 23 could not cause high bg since it was generated on the pump restart. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the pcba 1. No corrosion or moisture damage found on the pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. Customer alleged for pump error 23 alarm, unexpected battery power loss and blank display were not confirmed. However, during visual inspection, slight corrosion was found on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.